Event description:
It was reported that a minicap transfer set disconnected from the titanium adaptor. This occurred during use. As a precautionary measure, the patient was treated with a single 1g dose of vancomycin. There was no patient injury indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set has been returned for evaluation, and a device analysis is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and microscopic examination found no issues related to the reported problem. Functional leak, clear passage, clamp function, and integrity of seal surface testing were performed with no leakage or other issue noted. The inner diameter of the patient connector was measured and found to be within the specification range of the product. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.